Event description:
It was reported that upon positioning the coil in the aneurysm, the coil stretched. An attempt was made to retrieve the coil using a lasso. However, the coil could not be retrieved and it appeared the coil broke. A fred device was used to keep the coil in place against the vessel wall successfully. We have requested additional information as all the incident details and patient status were not known when the incident was initially reported. No harm was reported. Patient information - patient identifier, sex, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the sample remains within the patient and the delivery pusher was reported unavailable. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.